Event description:
It was reported by the patient that the lead was "pinching" the patient. It was also reported that there was an atrial lead warning, the atrial lead had high impedance, intermittent capture and a possible fracture. The lead could not be extracted, but was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.